Event description:
Information received with return of the explanted device notes that post cardioversion, ventricular oversensing was observed in the bipolar configuration. There were no consequences to the patient.